Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The analyst commented that a critical ram parity error was recorded on 2012 (B)(4); the parity error is considered low severity and the device should have been able to recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was later reported that the device was explanted and replaced.

Event description:
It was reported that during device interrogation, it was discovered that a power on reset (por) had occurred. It was also noted that the device had reached the elective replacement indicator (eri) voltage; however, notification that the device reached eri had not yet occurred. Reprogramming was performed; as eri was expected soon, the device will likely be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.